Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient went to emergency department due to hyperglycemia and was diagnosed with diabetic ketoacidosis (dka) event on (B)(6) 2026. The patient was subsequently admitted to the hospital on (B)(6) 2026, with a length of hospitalization greater than twenty-four hours, high blood glucose levels and diabetic ketoacidosis (dka). The patient experienced symptoms included tiredness/weakness, increased thirst, nausea, fatigue, and shortness of breath at the hospitalization time. The patient tested positive for ketones, which were described as high. The patient's blood glucose level when admitted to hospital was over 450 mg/dl. During hospitalization, the patient was treated with intravenous (IV) insulin drip and manual insulin injections. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.